Event description:
A discordant, falsely low glucose result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated twice on the same instrument, resulting higher. The customer then ran a precision study on the patient sample and all results were higher. It is unknown if the repeat results were reported to the physician(s). There are no known reports of adverse health consequences due to the discordant glucose result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse did not find an instrument malfunction. The service methods for the probes used for the glucose method were within manufacturer specifications. The cse performed a total service visit and ran a quick check, which passed. The sample handling information is unknown, as the patient sample was centrifuged at a location off-site. The cause of the discordant glucose result is unknown. This instrument is performing according to specifications. No further evaluation of the device is required.